Event description:
It is reported that the device was implanted in 1999. The patient had a routine follow-up in 2006. X-ray revealed the stem had fractured. The patient does not want to have another surgery to repair or replace the prosthesis. He will have another follow-up in six months. The device remains implanted.

Manufacturer narrative:
Evaluation summary: cause cannot be definitively determined. No device or x-rays were returned for evaluation. Manufacturing records are intact, conforming and indicate that the product manufactured and packaged to specification.